Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill notification after filling multiple cartridges with 240 units of insulin. Reportedly, the customer changed the cartridges to resolve the issue. The customer's blood glucose level was 114 mg/dl.